Manufacturer narrative:
The customer inquired a third-party for repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a continuous alarm that had occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Investigation is ongoing.

Manufacturer narrative:
(B)(6).